Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, skin rash/dermatitis, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implant due to the patient's concern with the product." Patient later reported "pain, fluid build up, and rash." Device remains implanted.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implant due to the patient's concern with the product." Patient later reported "pain, fluid build up, and rash." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints codes are: ¿ pain: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ skin rash/dermatitis: unable to observe as it is not related to the device. As per the investigation procedure, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.